Event description:
Six weeks following implant of an evoke spinal cord stimulation (scs) system, the patient reported pain at the implant site, extending into the iliac region. The patient had turned off their scs for two weeks and reported that with the device off, the new pain is better but not resolved and pre-therapy pain returned. On (B)(6) 2023, the system was explanted with no patient complications reported.

Manufacturer narrative:
The device remains at the healthcare pathology department and has not been returned to saluda. Without the return of the device for analysis, it is not possible to reach a definitive root cause. Temporary or persistent post-surgical pain at hardware implantation sites, requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
Six weeks following implant of an evoke spinal cord stimulation (scs) system, the patient reported pain at the implant site, extending into the iliac region. The patient had turned off their scs for two weeks and reported that with the device off, the new pain is better but not resolved and pre-therapy pain returned. On (B)(6) 2023 the system was explanted with no patient complications reported.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.